Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited a high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.